Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "image disturbance, flickering image, vertical lines" involving pentax model eg29-i10c/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: image disturbance during warming, flickering image. The ccd will be replaced.